Event description:
Elevated troponin I results were obtained on qc and three patient samples. The results were reported to the physician. The samples were repeated on an alternate instrument system with an alternate methodology, and lower results were obtained. One of the three patients was transferred to another facility and admitted. There was no report of adverse health consequences as a result of the elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.